Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. The device was returned to zoll canada for evaluation, but the reported issue could not be replicated. No further details were obtained from the customer regarding actions taken during the event. Review of the log showed the device was powered on using battery only and initially monitored the patient via ECG leads. Pads wer applied at 04:16:59, and valid impedance was detected. ECG view was switched to pads and back to leads multiple times, with clear signals initially observed. At 04:46:27, the device displayed an "ECG multi-lead fault" message, indicating leads were no longer detecting valid patient impedance. Subsequently, the ECG signal showed poor coupling, excessive noise, and intermittent quality. The user tried using the pads, but since the device remained in lead view, no signal was displayed from the pads. ECG was available had the user switched to the pads lead. The ECG cable and roc adapter were evaluated and passed all testing. The device passed functional tests, and no hardware issues were identified. The device operated as intended. The device was recertified and returned to the customer. No trend is associated with reports of this type.